Manufacturer narrative:
(B)(4). Results: incomplete-interrupted cycle, damaged spring cartridge lockout tab. The analysis showed that the device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during a lobectomy procedure when the surgeon fired the device across the bronchus, it partially fired. They removed the device from the tissue with no issues and used another like device to complete the procedure. They were using another stapling device in the procedure also. It is not know if there were clips or staples in the area. This was the first firing of the device and was fired with a white cartridge. They used another device to complete the procedure. There were no patient consequences reported.